Event description:
It was reported that the device experienced "upstream occlusion alarm". It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Incoming evaluation of the unit could not confirm customer's complaint of "alarming upstream occlusion." The root cause appeared to be the spacing between the upstream pusher and the upstream sensor crystals is too wide causing the upstream sensor signal to be reduced by greater than 5% when transitioning from a clear solution such as 0.09% saline solution to 20% glycerin. This reduction in signal loss can cause both nuisance upstream occlusion alarms as well as air in line alarms. The failing upstream sensor assembly was replaced.